Event description:
It was reported that the pt complained about unstable hip. Surgeon noticed poly wear and changed poly.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Pt kept device. If add'l info becomes available, it will be submitted in a supplemental report.